Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for distal fibula fracture with cortical screw and screwdriver shaft. When the surgeon attempted to insert the cortical screw, the cortical screw could not be removed from the screwdriver shaft and the cortical screw could not be inserted. Since this event occurred with the insertion of cortical screw, the plate setting position was changed to reinsert the cortical screw. Therefore, other screws had to be removed as well. The two screws that were removed were unusable. In addition, the screwdriver shaft owned by the hospital was used because the cortical screw was completely stuck in the screwdriver shaft and could not be removed. To remove the cortical screw and screwdriver shaft, a hammer was used to tap the cortical screw and it came off. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.